Event description:
Hernia repair surgery in (B)(6) 2013 using ethicon physiomesh. Severe allergic reaction on abdomen and severe internal swelling nerve damage in left leg had to have mesh removed in (B)(6) 2013.